Event description:
It was reported during remote follow up that the right ventricular lead displayed oversensing that was resulting in pacing inhibition. The product will continue to be monitored. There were no patient consequences.